Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the the turning knob was operated using an unknown tool instead of operating it by hand. It was noted that there were clear marks of a tool on the outer walls of the knob and resulted in damage to the set screw threading. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper device use which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date the device was returned to the manufacturer was reported as 6/11/2019 in the initial report and has been updated to 6/14/2019. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The device is currently under evaluation. Once the investigation has been completed, a supplemental medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device date of manufacture and serial/lot number are unknown; therefore, UDI: (B)(4). The manufacturing location was unknown. The lot/serial number was unknown. Device manufacture date: the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a residual tumor resection (rtr) surgical procedure of the spine, it was observed that the saw attachment device cutting head of our team was "disarmed", the lower part, which is used to secure the cutting blades, was loosened, therefore lost stability and had to initially secure it in a precarious way until the user was able to enter a new engine in order to complete the surgery. According to the reported, the heads frequently have a problem of blocking the adjustment piece to the point of not being able to manually change the cutting blade and is necessary to resort to the use of mechanical means to be able to loosen it. The reporter further states that the device did not give any kind of warning that this could happen, the user did not notice that the piece was loose and it was not in bad condition until the user started making the first cut where the instrumentator noticed that the piece was unscrewing. The device was readjusted and the problem reappeared. According to he reporter, no particles of material were detached and at the time of falling, the piece was not on the patient. It was not reported if there were any delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.